Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was confirmed due to open brown (-5v) and red (can h) wires in the trunk cable. The trunk cable showed signs of physical damage. The root cause for the open wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.